Event description:
Pt death following a heart attack was indicated by the physician. Reportedly, the subject device was implanted to treat "syncope nodal block". During the previous follow-up, (B)(6) weeks ago, the level of the battery was ok and there were prolonged bursts of tachycardia (junctional and af). Following a heart attack on (B)(6) 2012, an sda shock was performed by fireman, and the pt was transported to the emergency room. When the pt arrived to the intensive care, the subject device was mute upon interrogation attempts, and there was no pacing upon magnet application. The pt died and the pacing system was removed.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.